Event description:
It was reported that the ilet displayed a ¿restart 42¿ alert and ¿42 - insulin, current sense failure¿ while the user was at school, after which the caregiver disconnected the pump and initiated backup therapy; a dry run following restart attempts halted at rewind despite battery charge above 50 percent. No reported symptoms or effect on blood glucose. Outcomes included the user continuing insulin via backup therapy and the shipment of a replacement ilet with instructions to shut down the affected device, return it with the provided label, and sync data to the mobile app prior to return. Investigation included remote technical troubleshooting and review of operational status. Investigation of this case revealed an insulin delivery system current-sense malfunction that prevented reliable insulin delivery and meal announcements. It was concluded that a device malfunction occurred and replacement was required to restore therapy continuity.